Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device and the catheter shaft were checked for damage. The device showed damage in the form of a kink located at the strain relief. Visual and microscopic analysis was completed and no black fibers were noticed. The device functioned as designed with no issues or errors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that black fibers were coming off the tip. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower extremity. During testing outside the patient, the device was noted to have black fibers coming off the tip and it sounded as if the motor is running half speed. The device was not giving full rpms. The device was not loaded on a guidewire and the device never entered the patient. Viperslide was used. No error message displayed and no leaks were noted. Diagnostic testing did not pass before hand. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that black fibers were coming off the tip. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower extremity. During testing outside the patient, the device was noted to have black fibers coming off the tip and it sounded as if the motor is running half speed. The device was not giving full rpms. The device was not loaded on a guidewire and the device never entered the patient. Viperslide was used. No error message displayed and no leaks were noted. Diagnostic testing did not pass before hand. The procedure was completed with another of the same device. No patient complications were reported.